Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 552 mg/dl. Some air bubbles were found in the reservoir. The bubbles in the reservoir were pearl size. The device was not returned.